Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Laboratory tests were drawn and a preventative femoral compression device (femstop) was placed. There was slight oozing noted at the site.the patient presented with hematuria (blood in urine). Hemolysis (destruction of red blood cells) was suspected. The medical team was aware of the situation. The patient received one unit of packed red blood cells (prbc). The pressure level on the femstop device was ramped down to aid in resolving hemolysis; however, the patient was unable to tolerate the adjustment. The patient is currently maintained at pressure level six (p-6).

Manufacturer narrative:
D6b: corrected explant date h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary product and data were not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Minor bleed: the cause of minor bleed was unable to be determined as limited clinical details were provided and no product was returned for review. Clinical review: (B)(6) 2025 8:59 am: cp pump, sn: (B)(4) was implanted without issue. (B)(6) 2025 11:18 am: drawing labs and preventative femstop placement. Slight oozing, (B)(6) 2025 7:29 am: patient suspected of hemolysis. 1 unit of packed red blood cells received. Attempted to ramp down on p levels. Patient was unable to tolerate. Currently on p-6. Hemolysis was not resolved. (B)(6) 2025 2:29 pm: pump was explanted without issue. Device history review pump passed all post sterile inspection checks.